Event description:
It was reported that the pt experienced a worsening of the preexisting urinary symptoms. The pt had an increase in urinary incontinence, urgency and frequency. The pt was leaking four to five (or more) times per day and four times at night. The pt's medication (toviaz) was adjusted and a timed voiding was checked on (B)(6), 2011. It was reported that on (B)(6), 2011, the pt had an increase in urinary urgency. The pt's device was interrogated, and a lead breakage/fracture was found. Reprogramming was performed. No info was provided related to the pt's outcome. A f/u report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).